Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision was required due to pain and obvious wear (viewable on x-ray) of the tibial insert.

Manufacturer narrative:
Reopen on 12 sept 2016 - received email from (B)(6) to confirm this complaint should be reopened to perform a DHR review. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of provided x-ray views suggest device wear; however, based on the lack of a series of x-rays to review the reported device wear could not be confirmed. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported device wear without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.